Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine sulfate 30.0 mg/ml at 11.990 mg/day, bupivacaine 20.0 mg/ml at 7.993 mg/day, and clonidine 300.0 ug/ml at 119.90 ug/day. Logs confirmed that a motor stall occurred on (B)(6) 2017 at 08:57.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). A pump exchange occurred on (B)(6) 2017 (note this conflicts with previously reported dates, including the date the device was returned to the manufacturer). The cause of the stall was reported to be the pump and the event had resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI (magnetic resonance imaging). It was detailed that the motor stall occurred (B)(6) 2017 with no recovery to date ((B)(6) 2017), per the representative. It was noted that the patient experienced withdrawal symptoms (B)(6) 2017 and was admitted to the hospital. It was indicated that the patient¿s hcp was counseled that morning (B)(6) 2017 and confirmed with the representative that there were no mris or other medical procedures that would have caused the motor stall. It was noted that the representative thought it was off-label compounded intrathecal drug in the pump but did not have any details about that. It was also noted that the hcp uses compounded drugs. It was stated that the representative would obtain the logs and send them back with the pump for analysis. The representative did not know if there was more than one motor stall that occurred. It was related that the hcp updated the pump with a bolus but it was confirmed that the pump was still stalled. The pump was replaced on (B)(6) 2017 and was sent back for analysis on (B)(6) 2017. It was indicated that the hcp gave the representative the logs. Information related to the battery performance and use of unapproved drugs field actions was requested. No further complications w ere reported or anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Eval code-result (B)(4) updated. If information is provided in the future, a supplemental report will be issued.